Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the rep that the tlc55 instrument misfired. More info to follow. 05/06/1999 additional info from rep. The surgeon was firing the instrument for a second time with a tcr55. After closing the instrument, the surgeon proceeded to attempt to fire, but encountered resistance. After hearing a loud "pop," the firing knob started to advance. The surgeon completed the firing cycle and opened the instrument. The staple line was examined and seemed ok, but the surgeon placed several reinforcing stitches to be sure. Another instrument was opened for additional stapling. There was no consequence to the pt. The devices were discarded.